Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized with high blood glucose. The customer's husband also reported excessive no delivery alarms on the customer's insulin pump. Customer's husband could not recall how the alarms were resolved. Customer was advised to call back in order to troubleshoot. The customer's blood glucose was unknown at the time of the call. No additional information provided.